Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2001, product type: catheter.

Event description:
Information was received from a patient via a company representative. The patient was receiving compounded baclofen (concentration 3000 mcg/ml, dose 1400 mcg) and prialt (concentration 3.5 mcg/ml, dose 1.6339 mcg/day) via an implantable pump for intractable spasticity. The patient experienced increased spasticity in (B)(6) 2016. They were unable to complete a dye study as they were unable to aspirate through the catheter access port. A catheter revision was planned and scheduled for (B)(6) 2017. At the time of this report, the issue was not resolved, patient status was ¿alive ¿ no injury¿

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient's surgical revision occurred on (B)(6) 2017 and the issue resolved the same day. It was indicated the event was related to the device or therapy and unlikely related to the implant procedure.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8598a,serial# (B)(4), implanted: (B)(6) 2008, product type catheter. Product ID 8711, serial# (B)(4), implanted: (B)(6) 2001, product type catheter.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the patient complained of increased spasticity on (B)(6) 2016. A urgent catheter evaluation was done and gave results of inability to aspirate on (B)(6) 2017. A catheter revision on (B)(6) 2017 had a surgical observation of a kinked catheter at the pin connector site. The outcome of the event was resolved without sequelae on (B)(6) 2017. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. No further complications were anticipated or reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.